Manufacturer narrative:
The device history file for both the ecoin device (B)(6) including the sterile load history report (300-974) and the procedural kit lot (301-355, r00647) available at the implantation facility were reviewed and there were no related issues found. The device associated with the complaint was returned for investigation. However, failure analysis investigation has not been completed.

Event description:
The patient was implanted with the ecoin device on (B)(6) 2025 and the device was activated on (B)(6) 2025 with an amplitude setting of 8ma. On (B)(6) 2025, the device was explanted due to an infection at the incision site. Additionally, the patient was not getting any urinary symptom relief.

Manufacturer narrative:
Based on the information provided, device migration and any changes in the patient's medical history prior to the explant have been ruled as potential causes. The device history file for both the ecoin device (503250) including the sterile load history report (300-974) and the procedural kit lot (301-355, r00647) available at the implantation facility were reviewed and there were no related issues found. The device associated with the complaint was returned for investigation. The device passed all electrical tests and no device related issues were found. The ecoin device is used to treat urgency urinary incontinence. Although the cause of the reported issue is unknown, there was no confirmed device failure.

Event description:
The patient was implanted with the ecoin device on (B)(6) 2025 and the device was activated on (B)(6) 2025 with an amplitude setting of 8ma. An explant procedure was performed on (B)(6) 2025 due to an infection at the incision site. Additionally, the patient was not getting any urinary symptom relief. Antibiotics were prescribed and the infection has been resolved.